Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had attempted impella 5.5 support and upon implanting the impella, there was a left ventricle perforation. The impella 5.5 was advanced over the 0.018 wire and when attempting to torque the cannula away from the mitral valve over the wire, the doctor noticed bleeding and found the patient had a posterior wall perforation. The impella was aborted and two sutures were applied.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The most likely root cause of the ventricle perforation was use-related, as there was difficulty torquing the cannula away from the mitral valve per clinical details. D4- model number updated to impella 5.5.